Event description:
It was reported that following a colon resection procedure the drain broke when it was being removed from the patient. A portion of the drain remains in the patient. The physician does not plan to remove it.